Event description:
It was reported that during initial implant procedure, patient's new right ventricular lead exhibited low, out of range pacing impedance. It was also noted that the lead insulation was twisted and the lead helix was not able to extend. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue, lead insulation twisted, and low pacing impedance were confirmed. As received, complete lead was returned in one piece with the helix found retracted and clogged with dried blood and tissue. X-ray inspection found over torque of the inner coil which is consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported events was due to helix clogged with blood and over torquing the inner coil resulting to twisting of insulation and internal shorting at the connector region.